Manufacturer narrative:
The following other devices were listed in this report: series 7000 standard tibia, cat# 7115-0009; lot t05a594. Size & universal dome patella, cat# unk, lot unk. Scorpio ps polyethylene size 9, 8mm insert, cat# unk, lot unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the reported devices cannot be performed as the devices were not returned to the manufacturer due to hospital policy. X-rays and medical records were requested, but not made available. If devices or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "all the implants were removed and the antibiotics spacer was placed in the joint until they do the second half of the surgery."